Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed an epidural hematoma which caused temporary paraplegia one hour post-operative of the scs system implant procedure. Consequently, the physician removed the patient's entire scs system. In addition, the patient's symptoms have reportedly resolved.